Event description:
It was reported that the motor device had a severed cord. During in-house engineering evaluation, it was observed that the device had a cut in the cord, the protective cap cord was frayed, the device failed thermistor, failed temperature, failed hand control assessment and was powerbroken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cut in the cord, the protective cap cord was frayed, the device failed thermistor, failed temperature, failed hand control assessment and was powerbroken. Therefore, the reported conditions were confirmed. It was determined that the cord was cut and the cable was frayed from allowing the cord to come into contact with a sharp object. It was determined that the device failed thermistor due to a worn component, which caused the device to overheat and fail hand control. It was determined that the device was powerbroken due to failure to follow instructions for use and running the device in the safe or load position. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.